Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was found during service of returned device, the prevue displays a dark vertical line on the left side of the ultrasound image due to an internal failure within the probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of there on lines on the image was confirmed. The prevue displays a dark vertical line on the left side. The root cause is due to an internal failure within the probe.

Event description:
It was found during service of returned device, the prevue displays a dark vertical line on the left side of the ultrasound image due to an internal failure within the probe. No other information was provided.